Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact; however, all buttons were intermittently responding to user inputs and when the keypad was removed it was noted that there was adhesive under the contacts.

Event description:
The distributor claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associated with this complaint. The pump was replaced.